Manufacturer narrative:
The technician found the logic board to be non-functioning. No further information is available on the repair of the bed at this time.

Event description:
The technician alleged loss of trendelenburg function. No patient impact.